Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response on act button due to corroded keypad traces. No button error alarm noted. Insulin pump had a partially sawed offend cap, missing drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 312 mg/dl. The customer stated that she was sitting by the pool when the alarm occurred. Advised discontinuation of the insulin pump. Nothing further reported.